Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported bleeding and patient condition events could not be conclusively determined through this evaluation. The research abstract titled ¿early experience with elimination of aspirin from the antithrombotic regimen of patients with a heartmate iii left ventricular assist device¿ identified that patients implanted with a heartmate 3 left ventricular assist device (lvad) experienced thrombotic events at a lower rate than other lvads, but experienced similar rates of bleeding. The study referenced in the research abstract consisted of 12 patients who were implanted with a heartmate 3 device and eliminated aspirin from their antithrombotic regimen. 3 of the patients reportedly experienced bleeding events, including one patient who experienced bleeding on two separate events. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The device history records could not be reviewed because the serial numbers of the implanted heartmate 3 devices are unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate since the data was collected through 30jun2019. Deaths captured in the study are reported under manufacturer's report # 2916596-2020-04751. Author: yi, m. U., p. S. Iyer, and I. B. Hollis. "Early experience with elimination of aspirin from the antithrombotic regimen of patients with a heartmate iiitm left ventricular assist device." The journal of heart and lung transplantation 39.4 (2020): s211. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿early experience with elimination of aspirin from the antithrombotic regimen of patients with a heartmate iii left ventricular assist device¿ identifying that the heartmate 3 is related to bleeding. This study was a retrospective chart review performed to identify on hm3 patients implanted through june 30, 2019. There were 4 bleeding events in 3 patients. The average time on hm3 lvad support was 379 days and the average inr over this period was 2.09.